Event description:
During a site visit, a field engineering discovered that the shear valve on the analyzer was seizing. Analysis of the customer datalogger files revealed that the analyzer had produced a ckmb result of 0 ug/l for two quality control (qc) samples (level 1 and level 2 control, respecitively. There were no pt results affected by this occurrence.